Event description:
The customer reported that pump serial number (B)(4) has system error 322 alarms. There was no pt involvement. No further information was available.

Manufacturer narrative:
(B)(4). The device was received at baxter for eval. The system error 322 was reproduced during eval. The eval was unable to determine the cause. Eval of known contributors to ec 322 has led to the determination that the upper and lower aux were the failing components and were replaced.